Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not being recognized on the communication bus. A field service engineer visited the site and reported that there were no hardware issues detected, and it was confirmed that no services had been conducted. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus for drawers 4.1, 4.2. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.